Event description:
Boston scientific received information that this right ventricular lead exhibited an increase in thresholds. The patient has a history of high thresholds on rv leads. The patient came to the hospital with rv loss of capture. The patient has complete heartblock. The output was increased and the physician will follow the patient. There were no additional adverse patient effects. New information was received that the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.